Event description:
It was reported that a large volume folfusor had white specks on the balloon. This was observed before patient use. There was no patient involvement. No additional information is available. This is report 1 of 12.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: an unused companion sample was received for evaluation. Visual inspection of the unfilled sample showed no evidence of particulate matter on the bladder. The reservoir was then filled with water to its maximum volume. After fill, tiny white specks were observed on the outer surface of the inflated reservoir. The specks were determined to be antioxidant, which is a component of the bladder material. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.